Event description:
It was reported that during a post-operative exam, a refractive patient who had been implanted with puresee lenses in both eyes with the right eye (od) as the reading eye for mini monovision exhibited low visual acuity, measuring 0.4 in the od and 0.5 in the left eye (os). No refractive correction improved the visual acuity (va) in the os. The healing process, lens position, and cornea appeared normal. The pre-op va was 1.0 target refraction: od non dominant -0.75 / os dominant emmetropia the os visual acuity decreased compared to pre-op values. The va can only be measured up to 0.5 post-op with glasses. The od was meant to be a reading eye, but the uncorrected vision was lower than expected. The patient ended up more myopic than planned, but with correction the patient can see 1.0. The patient is being monitored. No additional information was provided. Note: this report is for os. No report required for od.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.